Event description:
It was reported that the lead integrity alert triggered due to nonphysiologic oversensing. The right ventricular (rv) tip to rv coil showed noise. During isometrics, the rv defibrillation coil impedance jumped. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.